Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 290 mg/dl .nothing further reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to the keypad connector on the lcd was unlocked. The insulin pump had minor scratched display window and cracked display window corner, battery tube threads, and cracked reservoir tube lip.